Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and an event code in the memory which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was patient use associated with the reported event. The customer advised that there were no adverse effects to the patient as a result of the reported issue. The customer advised that when the service indicator appeared during the event that he cycled power and service indicator cleared. The device was then used to continue patient care. The customer further advised that the reported issue did not hinder the care being provided to the patient during the event and that no additional information, specific to the patient, was available.

Manufacturer narrative:
Physio-control further examined the removed therapy pcb assembly and determined that the cause of the reported issue was an electrically leaky capacitor, designator c160.